Manufacturer narrative:
Manufacturing evaluation: (B)(4) summary: this has referenced brown specs appearing on the filter paper post-sterilization, as this is when the ink transitions to a darker color due to exposure to a sterilant. The presence of the dark spots is often interpreted as a contaminant. This issue has been investigated, with the following root cause evaluation and action item assignment. Root cause - (primary) chemical indicator ink has a viscosity which is too high for manufacturing equipment. High viscosity ink becomes stuck to applicators, resulting in splatter throughout the process. Root cause - (secondary) lack of a means for accurate measurement of ink viscosity. Additionally, the current manufacturing process lacks specifications for ink viscosity. Immediate corrections - minimum daily cleaning and /or changing of blade of press utilized for filter manufacture. Increase in quality control sampling of filters to no less than every 30 minutes of manufacture along with enhanced training and visibility of this issue to operators trained in filter manufacture. Corrective action - acquisition of viscometer and establishment of viscosity specifications that minimizes/prevents splatter. Preventive action - acquisition of new press capable of measuring and maintaining viscosity within a closed and controlled system. Investigation of the makeup of the splatter indicates that the splatter is the same ink as the chemical indicator ink, due to the visible confirmation of ink color transition post-sterilization, and is not a "contaminant" nor a deficiency which affects the functionality of the product. A chemical analysis is being performed to provide additional confirmation of this conclusion. Due to the recurrence of this cosmetic failure mode in both the nc and customer complaint processes, this issue had been elevated to a scar with the supplier/manufacturer.

Manufacturer narrative:
(B)(4) (importer, registration no. 2916714) is submitting this report on behalf of (B)(4) (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported to the company sales representative "customer noticed additional indicator ink spots on filter." It was reported that there was no patient injury and no delay in surgery.